Manufacturer narrative:
(B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device issue: suture break. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a suture break occurred. The method used to achieve hemostasis was not reported. There were no reported adverse pt effects. No additional info was provided.